Event description:
It was reported that the device was implanted and explanted in 2008 due to an unk reason. No other details were provided.

Manufacturer narrative:
The device was not returned for evaluation.